Manufacturer narrative:
The customer rebooted the system and cleared the faults. System operates as intended. No ge service was performed.

Event description:
The customer reported the system would not produce an image with the foot pedal pressed, and the last image hold (lih) function was not working. No pt injury was reported.